Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of nonsustained right ventricular oversensing were observed due to post-paced t-wave oversensing. The recommended programing change was made. No patient symptoms were reported.